Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went on site to test the unit. The fse stated that the area that the unit was kept in was warm and the device itself was warm to the touch. The unit was moved for better airflow, however the following day it was determined that the unit was still overheating. Further troubleshooting identified that the fan on the power supply was no longer functional. The unit was sent for depot repair. Upon receipt of the unit the repair technician confirmed that the fan on the power supply was faulty. The power supply was replaced and the device was returned to the customer after passing all final functional testing. The reported failure was due to overheating.

Event description:
The customer reported that while monitoring telemetry patients the xhibit central station would freeze up and require a reboot to continue monitoring. There was no patient or user harm associated with this event.